Event description:
It was reported via merlin transmission episodes of non-sustained rv oversensing due to myopotential oversensing. Noise was not able to be reproduced. Programming changes were made to device.

Manufacturer narrative:
.